Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352-50e serial #: (B)(4) description: trial linear 3-4 lead, 50cm.

Event description:
A report was received that following the trial procedure the patient had developed hematoma and it was unknown on what caused it. The physician believed that the event was not device or procedure related. The patients trial lead were then explanted on the same date.